Manufacturer narrative:
The reported observation ¿ipg communication¿ was confirmed while reviewing the ipg diagnostic logs. Based on the ipg log information the communication issue was not related to a device performance issue. The logs showed the bluetooth ¿ble¿ function had been reset during attempts to pair with the device. These indications can occur when a magnet application is inappropriate, or the environment impacts the bluetooth performance. The cause of the reported observation was not ascertained. The device was in a normal operational state as received and exhibited normal device behavior during analysis. The clinician manual does provide information concerning wireless communication. ¿the requirements for the quality of service (qos) vary depending on the use environment (operating room, recovery room, and home environment). Note: wireless communications equipment, such as wireless home network devices, mobile and cordless telephones, and tablets, can affect the device¿. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the during an implant procedure on (B)(6) 2020 the ipg was unable to communicate with external devices. As a result, the ipg was not used during the procedure.